Event description:
It was reported that the instrument blocked during insertion of the cage. Surgery time was prolonged because the physician had to hammer the cage further into the disc space. The procedure was completed as expected. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for evaluation. Functional analysis showed that upon turning the handle, the thread bar and pusher jammed; the instrument no longer functions. The instrument was disassembled, but measurements could not be taken due to deformation. Visual inspection showed mild corrosion at the laser etching, and the surface of the threaded rod and corresponding surface on the pusher showed significant signs of wear, most likely caused by a third body between the two parts. Review of the manufacturing documents revealed that the current tolerance of the pusher and the shaft are quite narrow and may provoke jamming. Nevertheless, the tolerances were within the specification at the time of manufacture. The design was adapted to open up the tolerances to avoid such an occurrence in the future. The returned device was manufactured prior to the design change. The root cause of the issue is old design. This complaint is valid from a manufacturing standpoint.